Event description:
The patient contacted animas on (B)(6) 2012 and reported the ok keypad button required multiple presses to elicit a response and at times would scroll through screens when pressed once. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
During investigation, the keypad was found to be intact. The contrast and ok buttons had intermittent response. The up and down buttons responded properly to user presses. The keypad was removed and the contrast and ok contacts were misaligned. There was contamination under all the contacts. Unrelated to the original complaint, the display color was distorted and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 02/04/2016 follow-up #1: the pump was received and investigated by product analysis related to another complaint file on 08/10/2012; therefore, the reported results of product analysis are based on the original investigation. Date received by manufacturer: 08/10/2012.